Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a va-pica (vertebral artery- posterior inferior cerebellar artery) aneurysm measuring 10.7mm x 9.5mm. During the coiling of the aneurysm, it was reported that the bottom left side of the aneurysm ruptured when there was approximately 5cm of the coil left. The coil was then pulled a little to the side without detaching it to make room for other coils to be implanted. Five target coils were advanced through a different catheter and implanted in the aneurysm. The aneurysm ruptured again, but this time at the top left side. Since the loop of the target coil was kept inside the aneurysm, the physician just implanted an additional 6 target coils. Then the physician tried to retrieve the axium coil that was put in prior to the target coils, but the device did not move; therefore, it was detached at that location and the remaining 5cm of the coil was pinned to the vessel wall with an enterprise vrd stent. It was reported that the patient had spinal drainage in the ICU (intensive care unit) post procedure; however, she recovered, walked home and expired on (B)(6) 2013.